Manufacturer narrative:
Corrected data: date of event-date of event: (B)(6)2018 not included in the supplemental MDR#1. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.5 diopter into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.

Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -8.5 diopter into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanges with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved. Implanted date: (B)(6) 2018 to (B)(6) 2018. Explanted date: (B)(6) 2018 to (B)(6) 2018. (B)(4).